Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of device history records for manufacturing revealed no complaint related issues. Investigation could not be completed, no conclusion could be drawn as no device was returned.

Event description:
According to the reporter, during a transforaminal lumbar interbody fusion (tlif) procedure, the tip of the holding sleeve 03.632.036 broke when trying to load the screw onto the sleeve. A fragment of the sleeve broke into the wound, but the surgeon was able to retrieve the fragment with little difficulty. The surgeon then selected another holding sleeve and completed the procedure with no further problem.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4)

Event description:
This is report 1 of 1 for complaint (B)(4).